Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted and the motor was tested outside the device and passed. The insulin pump passed self-test, a21 test and all operating currents measurement were normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners, broken reservoir tube lip and cracked battery tube threads. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a motor error alarm. Drive support cap was protruded. Customer's blood glucose was 3.5 mmol/l. Insulin pump would be replaced.